Event description:
It was reported that a (B)(6) year old male patient was catheterized and administered anesthesia. The physician inserted a cystoscope to view for any blockages. Shortly, thereafter, the patient presented with ¿chills, decreased blood pressure and shock¿. The surgical suite was ready and the moxy fiber remained in its unopened sterile packaging. The procedure was not continued and the patient was transferred to recovery. The greenlight moxy fiber and greenlight xps laser were never used in this case. No further information reported.